Event description:
The customer reported that they got an "operation malfunction" with a red x. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.